Event description:
A customer reported a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pneumatic tap area and guided them through the proper loading of a new cartridge. Although initially, the issue was unresolved and escalated for further assistance, a replacement cartridge was sent to the customer who then successfully loaded it and resumed insulin therapy.